Manufacturer narrative:
Patient information was not provided.

Event description:
An ems unit received a call for a diabetic patient who was unconscious. They checked the patient's blood glucose with the contour and the reading was 170mg/dl. When the ambulance arrived on the scene they rechecked patient's blood and their reading was 12mg/dl. The patient was given an IV of 25g d50 and then regained consciousness. The caller was advised to return the test strips for evaluation. New strips were sent.